Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor had triggered the threshold suspend when the customer's blood glucose was 99 mg/dl and sensor glucose was 66 mg/dl. Sensor had also alarmed change sensor alarm and calibration error alarms. After troubleshooting, customer was advised the sensor will be replaced. Customer agreed to return the sensor for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and perform continuity resistance test, sensor passed per specifications and perform bicarbonate buffer test and sensor passed with accurate readings.